Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the report of the system monitor touch screen being unresponsive could not be confirmed. The customer requested an evaluation of system monitor, serial number vsm-3754. Multiple attempts for product return were sent to the customer; however, no product has been returned for evaluation. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the heartmate system monitor (serial number: vsm-3754) was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev. B, section titled ¿setting up the system monitor for use with the power module¿) and the heartmate 3 IFU (rev. C) under section 4 ¿system monitor¿. The heartmate 3 IFU recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after the system monitor software upgrade was completed, when the system controller was connected to the system monitor, the system monitor would not move past the clinical screen.